Manufacturer narrative:
Product ID 8711 lot# j0058214r, implanted: 2001 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had experienced withdrawal since a knee replacement in (B)(6) 2013. While in rehabilitation from the surgery, the patient experienced symptoms of ¿thrashing in bed¿, ¿coming out of my skin¿, soreness of teeth, gums, ears, back of head and sore throat. The patient was given oral oxycodone and oxycontin but nothing helped. 3 days after returning home from rehabilitation, 2013 (B)(6), the patient was lethargic, dehydrated, had vomiting and diarrhea, and ¿passed out¿ and was taken by ambulance to the hospital where she remained for 9 days. When the patient left the hospital she was given 10-12 oxycodone and currently had only 2 pills remaining. The patient¿s pump was refilled monthly and the pump was refilled in (B)(6) 2013 but not (B)(6) 2013 because, the healthcare provider (hcp) scheduled the next refill for 2013 (B)(6). The patient wanted the pump removed and stated that she had asked for hcp for over 4 years to remove the pump but the hcp would not. The patient was seeking a new physician. The device system delivered morphine, clonidine and bupivacaine. It was later reported that the patient was again experiencing withdrawal. The patient¿s pump was currently empty and the patient was taking oral medications; however, her oral medications had run out. The patient stated that now in addition to withdrawal from the pump she was having withdrawal from oral medications as well. The patient was currently experiencing symptoms of diarrhea, vomiting and ¿horrible headache 24/7¿ from her eyes to the back of her head. The patient also stated that she had not slept for months and that she was given sleeping pills but they had not worked. The patient got some ¿natural things¿ to help and they gave her about an hour of sleep. The hcp told the patient that since she had the pump for such a long time, 15 years, she was still in withdrawal from the pump medication. The patient was currently seeking a physician to refill the pump. It was later reported that the patient wanted her pump removed because her doctor was very unprofessional and the therapy was never effective since implant in 2008. The patient also noted that when she was in the rehabilitation hospital she had magnetic resonance imaging (MRI) of her back with contrast. The reason for the MRI was not provided. Additional information has been requested but was not available at the time of this report.